Manufacturer narrative:
An experienced breast surgeon was consulted as a clinical expert for the investigation of the event. The clinical expert confirmed our conclusion that there is no reason to believe that tigr matrix caused the dermis necrosis on the right breast. The most likely cause of the event is poor blood supply to the mastectomy flaps. Earlier chemotherapy and large breast implants (650 cc) are risk factors. Device discarded by the hospital.

Event description:
The patient was diagnosed with breast cancer and was treated with neoadjuvant chemotherapy. Both breasts went through bilateral mastectomy and were reconstructed (B)(6) 2015 with breast implants of size 650 cc and tigr matrix surgical mesh for reinforcement of soft tissue. The patient developed dermis necrosis on the right breast and the surgeon decided to change the implant and remove the tigr mesh (B)(6) 2016. The patient is reported to be in a good condition.